Event description:
Customer reports meter results of 592 mg/dl and 159 mg/dl within 10 minutes on aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the system, replacement was sent.